Event description:
The customer initially called reporting error 3 and 4 messages which were preventing them from testing with the adc meter. During the course of investigation, it was discovered that the meter had suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. Log error numbers 1301, 0300, 0015, 0204, 0800, 0806 errors were not found in error log. E3 errors with low battery icon were observed. Calibration parameters were not within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.